Manufacturer narrative:
H.6. Investigation: customer complaint alleges false positives of their bactec fx 441385 sn: (B)(6). Drawer a of their instrument has multiple stations blocked. Bd field service engineer went onsite to investigate the problem and replace the rack. This is a confirmed complaint. Root cause is multiple defective stations on the rack, however further diagnosis cannot be determined. CAPA#410111 has been implemented to address a fretting corrosion issue causing rack failures. The replacement rack has been implemented with the solution of the CAPA. Device history review is not required as this does not allege an early life failure, and no sample was returned for analysis. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were reported out, but there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that false positives "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were reported out, but there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that false positives."